Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons harder to pressed. The customer¿s blood glucose was unknown. Customer stated that the insulin pump had large cracked on battery port area, cracked from reservoir window extends to buttons. Customer stated that they changing batteries out every 5 to 6 day less than week and plastic piece chipped off when she changes out battery from battery port. Customer stated that insulin pump had motor was sluggish and louder during rewind, received random unexplained no delivery alarm. Customer also stated that insulin shoots out during priming few times. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. Device received with cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).